Manufacturer narrative:
At the most recent follow up shocking impedances were noted to be > 125 ohms but proceeded to go back down to 115 ohms. Subsequently the physician elected to replace this rv lead.

Manufacturer narrative:
--

Event description:
--

Event description:
--

Event description:
Boston scientific received information that at the most recent follow up out of range shocking impedances were noted on the right ventricular (rv) lead. In addition a decrease in pacing impedances and an increase in pacing thresholds was observed. At this time the rv lead remains implanted and a normal follow has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
A revision took place and this rv lead was capped and abandoned.

Manufacturer narrative:
Should additional information become available this event will be updated.